Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument failed a cut test. The instrument was placed on an in-house is3000 system for a latex cut test and the scissors did not cut cleanly through .006 latex. The latex was snagged at scissor tips. The blade edges were undamaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .062 - .208 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument blades were dull and unable to cut tissue. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.